Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, wear abrasion, one opening extended on the anterior and crease fold. A microscopic analysis was performed which identified, two openings crease sharp and one opening crease smooth on the anterior. Based on the device analysis the final assessment is: two crease sharp openings due to fold flaw opening; one crease smooth opening due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Manufacturer of the device is unknown. Device has been explanted.